Manufacturer narrative:
On (B)(6) it was confirmed that the revision is planned due to amistem-h loosening, probably the revision won't be done by the same surgeon of the primary. On (B)(6) 2015 it was reported that no new information is available. Not explanted.

Event description:
The stem is loose. Revision date unknown yet. Date of primary surgery unknown yet. More information will follow.

Manufacturer narrative:
On 01 dec 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.